Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, an attempt was made to perform contrast imaging from the catheter tip in order to confirm the progress of the lead screw, but the contrast agent did not come out from the catheter tip, then leaked from the valve and flowed out to the physician's hand. A different catheter was used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum of the catheter was damaged. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator and had a permeable septal valve affixed to the flush port of the lead. The delivery catheter was unable to be flushed as the delivery catheter was slit, damaging the valve, hub, and shaft. Slitting did not start on the centerline on the hub of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.